Event description:
A report was received that the patient was not able to breathe on his own after a lead revision. The physician indicated that this was due to anesthesia and not device related. The patient was kept on a ventilator overnight and was reportedly doing well.